Event description:
It was reported, that "the cuff is not holding air pressure". There was no reported injury and/or change in therapy. The involved device has not been returned for analysis as of the date on this report.